Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. Investigation summary: a 15 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. A cut wire, bent wires and tooling marks were noted in some beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of our quality process, the manufacturing records of this (B)(6) lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. Additional information received: please find attached an operative explant report and proof of lot number 1045.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2025. Corrected data d4: UDI#. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: excised devise appears to be intact-but suspect it was reconnected manually after removal-maybe they unclasped the device to remove-which would be unusual. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 10459, and no non-conformances were identified.

Event description:
It was reported that there is a patient with history of severe gerd and hiatal hernia. After pre-op testing indicated diagnoses of la class b esophagitis with 3cm hiatal hernia and ineffective esophageal motility, patient had laparoscopic hiatal hernia repair with 15b linx implanted on (B)(6) 2016 to treat gerd that seemed to help for a period of time. In 2021, the patient was referred by her primary care doctor back to her original surgeon with complaints of recurrent heartburn, nighttime coughing and choking, regurgitation. She denied dysphagia. She indicated she had to elevate the head of the bed to sleep at night. The surgeon reviewed her (B)(6) 2021 endoscopy and (B)(6) 2021 esophagram and he indicated her linx was intact and in good position and appears to open when the dye bolus passes. No hiatal hernia indicated. The surgeon indicated that she had gained weight since surgery and he was not willing to remove the device and that she should lose weight. On (B)(6) 2025 the patient underwent an upper endoscopy which indicated la class b esophagitis with a small hiatal hernia on (B)(6) 2025, a barium esophagram indicated her linx device was fractured. Comparative images from 2021 do not show a fracture. On (B)(6) 2025, manometry testing came back abnormal, being consistent with ineffective esophageal motility. Pt then underwent a robotic assisted linx explanation on (B)(6) 2025. Explant records were not provided at this time.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. Additional information received: patient suffered from nausea.